Event description:
Ous MDR: after an implantation time of about 2 1/2 years, it was reported that the ICD could not be interrogated.

Manufacturer narrative:
Ous MDR: the device had been implanted for 33 months. After receiving the device, the ICD first underwent an electrical incoming inspection. This confirmed the clinical complaint, the ICD could not be interrogated. In addition, no output signal could be measured in the device, which indicates battery depletion. The ICD was then opened. The visual inspection of the internal structure did not show any anomalies. The battery voltage was measured. It was determined that the battery was discharged. The current uptake of the electronic module was checked and proved to be normal. The electronic module was connected to an external power supply and underwent an electrical function check. The electronics proved to be fully functional. The current uptake continued to be normal. The battery was then sent to the battery MFR for a destructive analysis. The x-ray exam did not show any anomalies. The battery was opened. A reduced transition resistance was identified during destructive testing, which was contributed to the premature battery depletion. In summary, the clinical complaint was caused by premature battery depletion. This does not constitute a systematic device behavior.